Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the third dwell phase on the home choice (hc). The technical service representative (tsr) had the home patient (hp) check for opened clamps on the unused supply lines. There was nothing found during troubleshooting that would cause or contribute to the alarm. The tsr had the hp close the transfer set and all clamps. The tsr had the hp cycle power and the hc went to ¿press go to start¿. The tsr instructed the hp to disconnect. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.